Event description:
The fe reported that the system was mixing pt imaged (data mix). This could result in an improper diagnosis of images. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard disk drive was replaced. The system was tested and found to be working as intended and returned to service.